Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental information will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR ID: 2134265-2013-09295. It was reported that ischemic heart disease and in-stent restenosis (isr) occurred. In (B)(6) 2009, a 4 x 28 mm promus stent was implanted to treat a lesion located in the saphenous vein graft to 1st diagonal. In (B)(6) 2012, the patient presented with stable angina and was referred for cardiac catheterization. The first 100% stenosed, 38 x 2.75 mm, target lesion was de-novo lesion located in the mid left anterior descending artery (lad). The lesion was treated with pre-dilatation and placement of two promus element plus stents, 2.50 mm x 38 mm and 2.75 mm x 20 mm. Following post-dilatation, residual stenosis was 0%. The second, 100% stenosed, 20 x 3.00 mm target lesion was de novo lesion located in the left main coronary artery (lmca) extended to proximal lad. A non-bsc guidewire crossed the lesion in a subintimal retrograde approach and it was noted that a left main artery dissection occurred. The lesion was then treated with pre-dilatation and placement of a 3.00 mm x 20 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented due to ischemic heart disease and was hospitalized on the same day. Coronary angiography revealed 100% isr of the 4 x 28 mm promus stent and 70% isr of the previously placed study stents. The patient was referred for cardiac catheterization. The isr of the study stents in the mid lad was treated with balloon angioplasty, with 10% residual stenosis. The 100% isr of the previously placed unknown stents in the right posterolateral branch was treated with predilation and placement of 3.0 x 23 mm non-bsc stent, with 0% residual stenosis. One day post procedure. The event was considered resolved and the patient was discharged.